Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and there was no magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated premature battery depletion is suspected.

Manufacturer narrative:
The reported events of premature discharge of battery, no rf telemetry, no magnet response and no inductive telemetry were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found near eri level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.